Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). The patient was at the time of report receiving morphine 9.9 mg/ml at a dose of 2.2 mg per day. It was reported there was medication discrepancy after refill noted. The pump pocket had been compromised, the pump had been flipping. The event date was not able to be obtained. There were no diagnostics/troubleshooting that was performed that the reporter was aware of. As a result of the event, the pump and catheter were replaced. The issue was considered resolved at the time of the report. The patient's status at the time of this report was listed as "alive - no injury". The system was to be returned, but was currently in the hospital's possession.

Event description:
Additional information was received from a health care provider via a manufacturer representative. The health care provider originally thought that there was a pump issue because of the volume discrepancies, but they no longer felt that there was a pump issue. When the pocket was opened, they saw that the catheter was kinked and wrapped around the patient's pump. This was thought to be the issue and cause of the discrepancies.

Manufacturer narrative:
Evaluation conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 0.5 mg/day) from an implanted pump. The indication for use was non-malignant pain. Under infusion was alleged. The rep reported that on (B)(6) 2016 at the patient's first refill after implant a volume discrepancy was discovered. The expected reservoir volume was 19 ml and the actual volume was 28 ml. The patient was asymptomatic. It was also noted that everything was fine.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomalies with the pump. Analysis found catheter body had significant twisting that may have affected infusion and the collet was also not fully locked in place. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.